Event description:
Angioseal deployed for right femoral artery hemostasis post procedure. Device failed with collagen protruding out of skin puncture. Suture and collagen came out freely unexpectedly. Manual compression applied for 30 minutes hemostasis achieved and femostop device applied to right groin.